Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿incompatible sensor¿ message when attempting to pair a new continuous glucose monitor with the ilet, and confirmation established the sensor was a freestyle libre 3 rather than the required freestyle libre 3 plus; the user was guided through a complete supply change and pairing process, which proceeded normally, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no impact on glycemic control. Investigation included technical troubleshooting and user education. Investigation of this case revealed user selection of a non-compatible sensor model as the cause of the pairing failure. It was concluded that the device functioned as designed and that incorrect component selection led to the event.